Event description:
Intuitive surgical, davinci surgeon console ss3000, touch panel not working. Unrecoverable fault identified by the unit. Surgeon console replaced with another unit. Customer service notified. Tech coming 07/11/2019 to repair. FDA safety report ID# (B)(4).